Event description:
The plaintiff alleges that while employed as a registered nurse plaintiff wore and/or was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1999 plaintiff suffered severe allergic reactins to latex gloves, which forced plaintiff to leave plaintiff's career as a rn. Plaintiff also alleges that after september 1999, plaintiff attempted to work in an office setting, but due to plaintiff's latex sensitivity plaintiff's allergic reactions continued and in 2000 plaintiff was forced to leave plaintiff's work in an office setting. Plaintiff further alleges that plaintiff has become sensitized to latex and can no longer work as a rn at any medical facility and is now subjected to increased health risks. Furthermore plaintiff allegies that as result of this sensitization to latex, plaintiff is subject in the future to one or more anaphylatic reactions to latex products. Finally plaintiff alleges that as a result of this disease, plaintiff has suffered substantial injury, pain, and suffering and economic loss.